Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/13/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed and detached away from the hot jaw at the tip but remained attached at the base of the hot jaw. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back from the tip of the cold jaw, exposing the metal tip of the cold jaw. No other visual defects were observed. An investigation was conducted on 04/19/2023. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the returned cannula or the intact c-ring. The heater wire on the harvesting device was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device, as well as the photographic evaluation, the reported failures "material twisted/ bent wire" as well as "peeled; delaminated; jaw" were confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000238055 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure vasoview hemopro 2 to harvest the saphenous vein. During the initial setup, it was noticed that the insulation around the jaws of the hemopro 2 device had separated from the metal within the jaws. Due to this defect, the device was handed off of the surgical field and a new hemopro 2 kit was opened up. The remainder of the case was finished with no further complications. The defective device was not used in patient care. No injury occurred due to the defect.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.